Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no motor movement. Customer's blood glucose at time of incident was unknown.

Manufacturer narrative:
The insulin pump was received with constant no motor movement alarms during rewind due to moisture damage on the motor home switch with foreign sticky substance. Severe corrosion was found on the force sensor assembly and moisture damage on the all electronic assemblies. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to no motor movement alarm. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay, faded serial number label and peeling end cap address label.